Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: please clarify how the device misfired clips as you also stated that the device fired malformed clips. It did both. Did device not feed clips? No. Did device feed clips sideways? No. Did device not fire clips (jammed)? Did not jam. Did device fire scissored clips? Yes. Did device drop or eject clips? Yes. Was device fired over another clip or hard structure? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier misfired clips and fired malformed clips. The same device was used to complete the procedure. There were no adverse consequences for the patient.